Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If explanted, give date: not applicable, remains implanted in the eye. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a chip in the side of the preloaded intraocular lens upon insertion of the lens into patient's right eye. Because of the location of the chip, the surgeon decided to leave the lens implanted. The pre-operative visual acuity was 20/30 and the post operative visual acuity was 20/20. The patient has fully recovered. The lens remains implanted.

Manufacturer narrative:
Device evaluation: the customer provided photograph was evaluated by a subject matter expert (sme). The photograph displays an eye implanted with a lens claiming to be a dib00 lens. Damage can be observed around the edge of the lens. The root cause of the damage cannot be determined from photographic evaluation. A possible cause for the damage to would be that the lens was not properly seated in the lens module and as a result the lens was pinched when the lens module was closed during assembly. Visual inspection of the complaint device would be required to determine the root cause and if that cause was related to manufacturing. Reported complaint issue for cosmetic issues could not be confirmed. However, the observed issue lens damaged is similar to the complaint issue cosmetic issues and could not be confirmed to be related to the manufacturing or design process. A possible cause was provided by the sme, however, that possible cause cannot be confirmed without inspection of the product therefore no escalations will be performed and there is no indication of product deficiency/malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.